Manufacturer narrative:
More info has been requested for investigation. A supplemental medwatch will be provided when the investigation has been finalized. (B)(4).

Event description:
It was reported that the ventilator did not pass pre-use check. Logs show that the safety valve opens too easy. There was no pt involvement. (B)(4).